Manufacturer narrative:
No items of external visual damage noted. Negative battery connection in battery compartment was deformed and pressed in as received. Monitor did not function as received, as negative battery terminal was deformed, and contact would not be made with the negative post of the battery. The battery connection could be forced by inserting an approximately 1/4 inch thick nut between the bottom of the battery and the battery compartment. User damage in inserting a foreign object in the battery compartment, possibly in an attempt to establish battery connection, deforming battery terminals. Replacements were provided to facility.

Event description:
On 05/05/2015, (B)(4) received report from a distributor that a ump pull-string monitor failed to alarm when a resident got out of bed and fell. Further information gathered indicated two such incidents had occurred. In the first incident, occurring (B)(6) 2015, the resident was monitored in bed during night shift and fell, suffering a broken hip requiring surgery to repair. In the second incident, occurring (B)(6) 2015, the resident was monitored in a chair during night shift and fell, suffering a broken tibia requiring surgery to repair. Facility reported that both surgeries were successful.